Event description:
A b5 mammogram showed that rptr had a ruptured implant in the left breast so she had the old ones removed and the doctor cut the leakage out of the breast tissue at the left armpit area. She had new products put in. This was done on out pt basis (about 4 hour stay), but when she was in recovery a large artery ruptured in the left armpit area, filling up with blood. She had to go back into emergency surgery to repair the artery and almost died at this time. She had to stay overnight at the hosp, costing her more money and weeks off of work. From that time on there is a lot of pulling and pain in her arm and shoulder area on the left side. She has been back to the dr and he said it is scar tissue and to "stretch out the pulling". She will have pain in her left arm forever.